Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm and unable to perform any tests due to blank display. Pump received with cracked battery tube thread noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump was cracked. The customer's blood glucose level was 9.0 mmol/l. The customer also reported a small crack near battery compartment. The customer also received external flash crc error. The device will be returned for analysis.